Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker got dizzy while driving and presented to the hospital. It was not possible to interrogate the device and the physician suspects that the device is no longer functioning, possibly due to safety mode or that therapy was inhibited. Subsequently, the device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this pacemaker got dizzy while driving and presented to the hospital. It was not possible to interrogate the device and the physician suspects that the device is no longer functioning, possibly due to safety mode or that therapy was inhibited. Subsequently, the device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. The device is expected to return for analysis.